Manufacturer narrative:
Manufacturer's ref# (B)(4) 07-dec-2022 limited heardware details are available for this receiver. The receiver has been inspected under camera and a sn was idetified (number included in the report). However, the numbers are faded and the provided sn is a best estimate. In case manufacturer confirms a different sn for this device, the correction will be submitted in a follow up report. Receivers do have lot numbers, but the packaging that was sent to the manufacturer with this receiver appears to have had that label ripped off at the hearing care professionals office, so the manufacturer can not obtain that information either. The investigation of the actual device by the manufacturer is anticipated, final report will be submitted upon completion. 04-jan-2023 corrections additional information: - b3, best estimate for the date of he event corrected - b5, additional information added - d2 and d4 corrected - h2 and h3 updated - h6, medical device problem code updated, type of investigation code added, investigation findings and conclusions codes updated. Manufacturer's investigation: technical investigation concluded: a device history record review have been completed. No deviation or changes were found during manufacturing of the device. Investigation of the actual device: the device investigation concluded that the housing was separated, not broken. It is expected that the gluing process has been incorrect. The root cause is traced to manufacturing process. The manufacturing process related to gluing will be inspected and updated if needed. The clinical investigation concluded: clinical evaluation of the event: case involves sf3 receiver breaking off in patient's ear. Red part of the receiver with a dome stayed in the ear. The patient did seek medical help to remove the object from the ear. No further symptoms were reported. Clinical conclusion is that the detached receiver has not caused harm to the patient. The clinical evaluation for the device family does evaluate receivers coming loose in the ear canal. This is identified in the risk analysis and mitigated through device design by ensuring a sufficient pull force (compliance with iec 60601-2-66). The user guide states to contact the hcp if a foreign object or wax is located in the ear canal to reduce the potential risk of harm as far as possible. There are no new clinical aspects (e.g. Unforeseen use or clinical conditions) discovered from this event. Therefore, it is concluded that the current clinical evaluation and risk/benefit conclusions herein are sufficient. Risk register reference: the residual risk after the risk control measure(s) is acceptable. No new hazardous situations revealed and no need to update the risk register. Manufacturer's investigation is final. This is a final report.

Event description:
On 07-nov-2022 hearing care profesional reported that a patient came in with broken sf3 reciever with part of the receiver staying back in the patient's ears. The receiver broke off at the junction of the red/grey part with the red part (along with the metal receiver) and dome staying in the patient's ear while the wire and the grey part came out with the aid. The patient had to go in to the doctor/ER to have the part that stayed in his ear out. On 08-nov-2022 hearing care professional stated that they are not looking to investigate this issue any further and she does not have any more information than already provided (see the above). Hearing care profesional stated that the patient does not wish to investigate this case any further. 04-jan-2022: the exact date of the event is not known, best estimate is november 2022. No further information expected.

Manufacturer narrative:
Manufacturer's ref# (B)(4). 07-dec-2022. Limited heardware details are available for this receiver. The receiver has been inspected under camera and a sn was identified (number included in the report). However, the numbers are faded and the provided sn is a best estimate. In case manufacturer confirms a different sn for this device, the correction will be submitted in a follow up report. Receivers do have lot numbers, but the packaging that was sent to the manufacturer with this receiver appears to have had that label ripped off at the hearing care professionals office, so the manufacturer can not obtain that information either. The investigation of the actual device by the manufacturer is anticipated, final report will be submitted upon completion.

Event description:
On (B)(6) 2022 hearing care professional reported that a patient came in with broken sf3 receiver with part of the receiver staying back in the patient's ears. The receiver broke off at the junction of the red/grey part with the red part (along with the metal receiver) and dome staying in the patient's ear while the wire and the grey part came out with the aid. The patient had to go in to the doctor/ER to have the part that stayed in his ear out. On (B)(6) 2022 hearing care professional stated that they are not looking to investigate this issue any further and she does not have any more information than already provided (see the above). Hearing care professional stated that the patient does not wish to investigate this case any further.